Event description:
Boston scientific received information that during device upgrade procedure, the right ventricular (rv) lead exhibited loss of capture (loc) at high output. It was noted that the lead was capturing on the bsc device prior to the competitor¿s device. They were not able to obtain capture at high output in bipolar pacing configuration. The lead was tested through the pacing system analyzer (psa) with the same result. The lead was then connected back to the bsc device and there was still no capture at high output. Other measurements were in normal range. The physician planned to cap the is-1 portion of the lead. Additional information received that the duration of asystole was not determined and the lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.